Event description:
It was reported a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years and 3 months due to severe stenosis secondary to degenerative calcification. The patient presented with doe, nyha 3, and chest pain. The procedure was performed with a 26mm non-edwards transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: g3, g6, h6 device code(s), investigation findings, and investigation conclusions. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.